Manufacturer narrative:
MFR's report date 12/23/97. The pump was returned to the MFR's international service dept for evaluation. Teh unit was tested for accuracy using a linear tester and passed. The reported freeflow could not be duplicated. In addition to the service center. The medical devices agency tested the unit and found no fault with the pump. The unit was returned to the user facility. The MFR will continue to monitor customer complaints with regards to this issue.

Event description:
The enteral tube was found to have ballooned and separated. The section of tubing was removed during a gastroscopy procedure. There was no resultant patient complication.